Event description:
It was reported to philips that the system gave a remote alert indicating an issue with the system's grabber cards. The device was outside of clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. It was reported to philips that the system gave a remote alert indicating an issue with the system's grabber cards. Upon troubleshooting, the philips remote service engineer (rse) checked the system logfiles remotely and found issues with grabber card in flexvision pc. The philips field service engineer (fse) checked the system onsite and found issue with flexvision pc. To resolve the issue, fse replaced the flexvision pc and installed a new license. The defective part was returned for analysis, for flexvision pc no malfunction was observed. After repairs, the system returned to use in good working order. The codes were updated based on the investigation outcome.